Event description:
It was reported that during a thoracotomy with lung resection procedure, the device had malformed staples while using a vascular reload. Suture was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 02/13/2009. Info anticipated, but unavailable at this time.